Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump detected that the reservoir was empty and had to rewind. After the fill process, when the customer checked the reservoir, there was 190 units of insulin. A self-test was performed and passed. There were no relevant alarms in the history. The customer's blood glucose is unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.